Event description:
In 2008, the patient's wife reported that the screen of the patient's infusion device is covered by a "big black splotch" and the digits displayed on the screen are unreadable. The infusion device was not dropped or exposed to moisture. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.